Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 half-height matrix drawer would not recover. A field service engineer initially attempted to recover the drawer, but the hardware was not reading correctly. The latch sensor was replaced, and the hard stop assembly was adjusted. Despite reinserting the drawer, the issue persisted. Further testing in cfn admin's hardware test application revealed a faulty open/close sensor. The engineer powered off the device, replaced the sensor, and verified proper functionality. The drawer was successfully recovered in the anesthesia application. The customer tested the drawer over ten times without any failures and then rebooted the station and anesthesia application auto launched and hardware tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed multiple times. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.